Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric cancer resection, the surgeon was not able to press the green button and squeeze the handle so the device did not fire. A new device was used to complete the case. There was no patient injury.